Event description:
Pt in ICU, ventilated, up in chair for approx 5 minutes when central monitor display alarmed and pt's hr was 38. Pt found unresponsive and cyanotic, not ventilating due to ventilator disconnection at the pall fitter. Resuscitation successful, although pt remained unresponsive. Pt expired on 2/27/94.